Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead was unable to be positioned into the chosen vein. The lead was not used. No patient complications have been reported as a result of this event.